Event description:
It was reported that this implantable device exhibited atrial undersensing. Boston scientific technical services (ts) has no other information. This device remains in service. No adverse patient effects were reported.